Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, the healthcare provider indicated that the reason for explant was not related to the prosthesis. A different suturing technique was utilized for the second valve. It appears that the root cause of this event was likely due to procedural related factors.

Event description:
It was reported that this bioprosthetic aortic valve was explanted after an implant duration of 16 days due to paravalvular leak. As per medical opinion the reason for explant was not related to the prosthesis. Another valve of the same model and size was implanted in replacement with a different suturing technique. Patient was noted as to be discharged and doing well at post-op visits.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this 29 mm valve was explanted after an implant duration of 16 (sixteen days) for unknown reason. Another valve of the same size was implanted in replacement. No additional information was provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.